Manufacturer narrative:
Visual examination found the tip was cut. The balloon was inflated with 15ml of air without abnormality; however, two hours later the balloon began to deflate. The balloon deflates due to the absence of the tip, even when using an alligator clip.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, although not verified, this catheter fell out of the patient unexpectedly. A cystoscopy was performed, as it was suspected that the tip of the catheter remained in the patient. However, the tip was not found in the patient¿s bladder. Upon further inspection of the original catheter, the tip was found with the catheter.